Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had an atrial lead warning of out of range impedance with 20k atrial high rate episodes. The lead was capped and not replaced. No patient complications have been reported as a result of this event.